Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath and dilator were received for product evaluation. The sheath was returned with a plastic film wrapped around the side tube. The plastic film was removed from the side tube. Visual inspection of the dilator revealed no damage was seen at the distal tip of the dilator. The dilator tip was viewed under microscopy and it was noted that the dilator tip was slightly deformed. The sheath was also visually inspected, and no damage was noted. The crosscut valve was dissected and observed under microscope; damage was seen at the center of the valve. No damage was seen at the sheath inner lumen. A review of the device history record of the product code/lot# combination was conducted with no findings. The complaint can be confirmed for fluid issue. Based on the damage observed, it is likely the tip was inserted off-center resulting in damage of the tip and crosscut valve. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: rtr. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the glidesheath slender device sheath dripped throughout the procedure. The blood loss was less than 250 cc's. The patient's condition was stable. The left heart catheterization procedure was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 24sep2020. The procedure was completed with the sheath. Additional information was received on 25sep2020. It was the hub that leaked.